Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The report represents the first delivery system used in the case. (B)(4).

Event description:
A 26mm sapien 3 valve was implanted within a pre-existing medtronic evolut r valve in the aortic position via subclavian approach. The valve was able to be aligned, although, there was difficulty with both gross and fine valve alignment. During valve deployment the balloon did not inflate and blood was observed in the syringe. The delivery system and valve could not be removed through the esheath. Left femoral access was obtained and a 24fr sheath was inserted to attempt to snare the delivery system from the subclavian, but it was unable to be pulled down successfully to the descending aorta. A cut-down was then performed to remove the devices from the subclavian and the artery was repaired. Upon removal, the balloon appeared separated/broken at the proximal end. During deployment of a second 26mm sapien 3 valve via transfemoral approach, the valve landed too low in a 10:90 aortic/ventricular position. A third 26mm sapien 3 valve was then implanted without issue. At the end of the procedure, the two implanted sapien 3 valves appeared to migrate slightly ventricular and corevalve was implanted to secure the valves. Post procedure, the patient remained hemodynamically unstable and expired 2 days post procedure. Prior to the tavr procedure, the patient arrived at the hospital on left ventricular assist device (lvad) and with aortic insufficiency (possible due to the lvad). The patient was placed on extracorporeal membrane oxygenation (ECMO) prior to the tavr procedure. During valve deployment, the lvad and ECMO flows were turned down low, and not off, which likely contributed to the ventricular placement of the valve. It was felt that the valves did not have a strong initial anchoring point as there was pure ai, no calcium in the annulus, and unable to deploy the sapien 3 valve within the evolute r valve because it was sitting above the annulus. The valves continued to migrate ventricular because of the pulling of blood from the ventricle into the lvad once the lvad flows were turned back up. The procedure was considered to be a ¿last ditch effort¿. Post procedure, the patient remained hemodynamically unstable and continued to have aortic insufficiency. Additionally, the patient was septic (source unknown).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-03640 and 2015691-2018-03641 the devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed the crimp balloon was separated proximal to the inflation/crimp balloon (I/c) bond, the inflation balloon wings were flared out, there were uneven gouges on flex tip, there were scratches on flex shaft, the liner was bunched up and partially separated from the hdpe, and there was damage to the hdpe and liner. The guidewire shaft was broken, but was considered to be likely from reported the cutdown. The strain relief was pushed proximally onto the y-connector, but was considered to likely be due to the return packaging. Additionally, a photograph of the complaint device, after removal from the patient, shows that the crimp balloon material has separated proximal to the I/c bond, confirming the complaint for ¿balloon ¿ torn¿. During functional testing, the balloon shaft was able to be locked at the valve alignment marker, and full fine adjust functionality was able to be used with no abnormalities. During dimensional analysis, the double wall thickness of the crimp balloon proximal to the tear was measured and were within specifications. Imagery of left subclavian (post repair) after removal of the first device, and imagery showing an evolute r and two sapien 3 valves implanted were provided. No information relevant to this complaint was able to be obtained from these images. Per manufacturing mitigations, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness. Balloons are inspected for mechanical damage and deformation. The fine adjust knob assembly and final handle assembly are inspected. During laser bond visual inspection, the laser weld joint is inspected and rejected for bubbles that cover more than bond area than visual criteria, or for burns. Balloon size is inspected and is rejected for distorted/pinched folds. During final inspection, the entire device is inspected and reject for missing components, incorrect assembly, and device damage. The fine adjust functionality and collet engagement are inspected. During functional product verification (pv) testing, units are chosen on a sampling basis. The devices undergo visual inspection, fine adjustment verification, bond inspections, and inflation balloon/crimp balloon tensile are tested. All units passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment (pra). If the physician performed the valve alignment process in a tortuous anatomy, which is likely since subclavian access was used, it may have resulted in increased forces being applied to the crimp balloon. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Uneven gouge marks on the flex tip suggest that valve diving did occur. High alignment forces can also occur if residual fluid is left in the balloon. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The presence of high alignment forces likely contributed to difficulties during valve alignment and perceived issues with the fine adjust functionality. If the crimped valve was non-coaxial with the sheath tip from retrieval in tortuous anatomy, then the valve can become caught on the sheath tip, preventing retrieval into the sheath. Damage to the sheath suggests that the valve did become caught on the sheath. Per the training manual, the valve should be centered on the flex tip to facilitate coaxial retrieval of the device. It is possible that the flared balloon wings may have prevented the valve from being centered on the flex tip. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors may have contributed to the withdrawal difficulty of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system withdrawal difficulty, difficulty with valve alignment and handle fine adjust difficulty and balloon torn were confirmed. No manufacturing non-conformities were found in the returned sample. A review of complaint history, lot history, and device history review (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Available information suggests that patient factors (high valve alignment forces, tortuous vasculature) may have contributed to the events. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. In addition, a CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods.